Event description:
It was reported during set up of the device for a cardiopulmonary bypass procedure, there was no display on the roller pump when it stopped. The device was not changed out, as they controlled the roller pump with the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Software data logs were received by the MFR on (B)(4) 2014 for further eval. The subsidiary's mfg engineering center (mec) was unable to duplicate the reported issue.